Manufacturer narrative:
MFR's report date: 02/16/2011. (B)(4). The device has been requested for eval and the device electronic logs have been received for analysis. The analysis has not yet been completed.

Event description:
Customer reported IV delivered insulin too fast. A new infusion of insulin (250ml bag with 250 units insulin) was started between 09:00-10:00 am and was set up according to protocol with bolus dose and titration of insulin rate. First bag was found to be low volume at 12:30 pm and volume infused (vi) was 52ml which was accurate. Blood sugar was still high and no clinical symptoms observed. No leaks found so clinician questioned underfill or excess lost during priming. Second 250ml bag started at 13:15 pm, checked at 14:15 pm and then found empty at 14:45 pm. Insulin was still being titrated with rate at 1.3ml/hr when removed. Pt required electrolyte lab work drawn and pt found to be hypokalemic and treated. Physician notified and dextrose 50% administered x 3 from 16:00 to 19:30 pm for blood sugar less than 85. Clinician stated when she removed the tubing from the pump the tubing had a twist above the cassette where the sensors are. The pump did not alarm. Three other infusions were running; fentanyl, sedative, and maintenance IV. Pt returned to baseline following medical intervention. Biomed performed functional tests and all tests passed.